Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the coating came off the asahi soft guide wire after removing it from the patient anatomy. No coating was noted in the patient anatomy. The procedure was successfully completed and the patient is doing well. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by (B)(4). Device investigation could not be conducted as the device was not returned. It was presumed that the soft guide wire might have contacted some hard edgy object or calcium. Friction exceeding the product design limit that inadvertently occurred on the wire surface during the procedure caused the ptfe coating to be scraped off. Although it was reported that there were no adverse patient effects, possibility could not be ruled out that coating fragments could be remaining in the vasculature. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of product deficiency.

Event description:
Subsequent to the previously filed report, additional information was received stating: the procedure was to treat a 90% stenosed and heavily tortuous lesion in the right coronary artery. Additionally, based on the analysis performed by (B)(4), there is a possibility that some of the peeled ptfe could remain in the patient.